Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had failed and was unable to recover. A field service engineer (fse) arrived onsite, performed a dissipation shutdown and restart with no failures observed during restart, successfully restoring service. A hardware test application (hta) tests were conducted on the device and its storage space. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not recoverable. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.